Manufacturer narrative:
Additional information that was known at the time of the initial report but was not included is that the replacement lens was of the same model, but a lower diopter (26.5). Device evaluation: the lens was returned to the manufacturer for evaluation. Visual inspection under 10x microscope magnification showed that the lens was observed cut in five portions. The condition observed in the lens is consistent with a lens that has been cut due to ¿iol removal or explant process¿. The reported complaint could not be verified. The manufacturing process record was evaluated. There were no related nonconformity reports. The product was manufactured and released according to specifications. A search on complaints related to this production order (po) was conducted. The search resulted in no additional complaint related to the po. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, analysis of the returned sample, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure from the patient's right eye, due to blurry vision at distance, dark shadows and was not getting any better. The patient also had the lens implanted in their left eye explanted. A separate MDR is being filed for this event.